Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician gained access to the patient and inserted the versacross connect with the was to perform the transseptal puncture. When performing the transseptal puncture the devices caused a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis to treat the patient. The procedure was ended with no closure device implanted in the patient. There were no other complications that were reported to have occurred and the patient is expected to make a full recovery.